Event description:
I received two treatments with inmode's morpheus device for the purposes of improving skin appearance and was left with a sagging lax face that I didn't have before. I was not informed that the treatment may permanently change my appearance for the worse.